Event description:
The user experienced sodium results which did not match the other integra 800 at the site. The user provided results in mmol per l for eight pt samples. Sample 1 through 7 were tested on (B) (6)2009 on the integra 800 (B) (4) then on integra 800 (B) (4), then again on (B) (4). Sample 1 results: 129, 138 and 137. Sample 2 results: 130, 136 and 136. Sample 3 results: 126, 134 and 131. Sample 4 results: 129, 139 and 137. Sample 5 results: 129, 144, and 142. Sample 6 results: 128, 139 and 141. Sample 7 results: 125, 137 and 136. Sample 8 was tested on (B) (6)2009 on the integra 800 (B) (4) then on integra 800 (B) (4), then again on (B) (4). Sample 8 results: 133, 139 and 138. The initial results had been reported and were later corrected. No pts were adversely affected. The field service rep determined the air mix and dry adjustments were off. He cleaned the mixing tower and adjusted the air mix and dry mix. To verify the analyzer operation, he performed calibration, qc and reran the pts whose data now matched.